Manufacturer narrative:
Initial 3 of 5: based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced five infusion set site issues between (B)(6) 2026 and (B)(6) 2026 including one event of high blood glucose treated with a correction bolus via pump.